Event description:
On (B)(6) 2014, it was reported that the patient experienced elevated blood glucose levels as high as 300 mg/dl for the past three days. She stated that the device does not deliver insulin. She switched to a backup device and her blood glucose levels returned to normal. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).